Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) leak test safety disk (B)(6) failed out of stock. It did not pass membrane leak test. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
It was reported that during preventive maintenance replacement of expired safety disk (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) leak test safety disk (dr379873j3) failed out of stock. It did not pass membrane leak test. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10. A getinge field service engineer evaluated the unit and found during leak test safety disk failed out of stock. Did not pass membrane leak test. Complete checkout and checklist has been performed.the defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing department verified the failure of the safety disk. Safety disk failed 30 psi calibration and all manifold test with a major leak on pim side. Retaining the safety disk in fat department per procedure 0002-07-d008 rev aq.